Event description:
A customer reported that the button on the top was stuck and difficult to press, requiring extra effort. No adverse impact to the customer's blood glucose level was noted. The customer declined further follow-up with technical support at this time, and additional information regarding the outcome of the event was unavailable.